Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated when he removed the sensor patch on (B)(6) 2019, he experienced redness and itching at the abdominal patch site. He called his dermatologist for advice and she prescribed 0.1% hydrocortisone ointment (mometasone furoate). At the time of the report he had been using the ointment for over a week and stated that the site was improved but he could still see the oval mark where the patch had been. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6)2019. The patient stated when he removed the sensor patch on (B)(6)2019, he experienced redness and itching at the abdominal patch site. He called his dermatologist for advice and she prescribed 0.1% hydrocortisone ointment (mometasone furoate). At the time of the report he had been using the ointment for over a week and stated that the site was improved but he could still see the oval mark where the patch had been. No additional patient or event information is available.